Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received a button alarm while sleeping. Customer woke up with elevated blood glucose levels (+400 mg/dl). Reportedly, customer's blood glucose level has stabilized.